Event description:
During field service installation of the device, the field service representative reported that the "c-clip" came off the shaft to the motor amount. Since the event occurred during device installation, there was no delay or patient involvement.